Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to partial of event: "(B)(6) 2025" was provided.

Event description:
Healthcare professional reported "rupture" via ultrasound and MRI. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as surgical damage. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "rupture" via ultrasound and MRI. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3; b5; d6b; h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Corrected data: g.3. Aware date in supplemental medwatch 1 was inadvertently submitting with the incorrect year of 2024 instead of 2025.

Event description:
Healthcare professional reported "rupture" via ultrasound and MRI. This record is for the right side. Device has been explanted and replaced and will be returned.